Event description:
The company received information that suggested that the pilot balloon channel below the cuff by the end of the tube was leaking, and therefore, the patient was re-intubated. The customer reported that there was no harm to the patient. The customer reported that they will return the product for investigation.